Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had stopped working. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: call service 078 alarms were observed in the black box on the date of the reported issue. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.